Event description:
A customer contacted beckman coulter (bec) indicating that the unicel dxc 800 pro synchron chemistry analyzer generated one (1) falsely low magnesium (mg) result and three (3) falsely low vancomycin (vanc) results. The false results were not reported out of the laboratory. First sample: mg results were (mg/dl) 0.0 and 0.1 in the first run, 0.0 in the second run and 2.2 upon repeat on the other system. Second sample: mg results were (mg/dl) 0.0 and 0.1 and 2.0 upon repeat on the other system. The three vanc results were all <0.1 ug/ml, and upon repeat on the other system gave normal values (the customer did not provide printouts or examples of the normal results). The customer indicated that the mg results were reported out of the laboratory, but the vanc results were not reported out. The customer stated that there was no impact to patient care due to the incorrect results.

Manufacturer narrative:
The customer indicated that quality control (qc) was within specifications before the event and out of specifications after the event. The customer stated that they received no errors on the instrument and the modular chemistry side results were acceptable. Bec customer technical support (cts) had the customer stop the instrument and check the probes and syringes for leaks or loose fittings; no issues were observed. Bec service recommended the customer to replace cartridge chemistry (cc) sample probe. The customer replaced the sample probe and ran controls; all controls were within specifications. Service called the customer back a few days after and the customer reported no further issues. Failure mode is related to hardware.